Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): backflow of the pts blood was in the IV line. Upon observation there was a hole in the line between the ports which caused blood to leak on the floor and spray on our treadmill case system. How was it detected? A hole in the IV tubing causing blood to leak. Describe reported problem/event in detail: (use another sheet if necessary) tubing was attached to patient and flushed. Hub was connected for persantine infusion. Tech then stepped away from patient to review paperwork with physician. Upon return to the room, there was spill of blood along the procedure room floor and equipment. Test was completed and the patient was removed from the area and room was wiped.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Due to unforeseen issues during the receiving of the samples, it has been determined that the sample was inadvertently misplaced and unable to be located. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.